Event description:
It was reported that the device had recorded several arrhythmia episodes that showed as noise on both the atrial and right ventricular leads. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Noise is observed on multiple stored arrhythmia episode electrograms.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 0181, competitor implantable tachy lead, (B)(6) 2009. A 4193, implantable pacing lead. (B)(6) 2009. (B)(4).